Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b noise resulting in an stored untreated episode and an inappropriate shock. X-ray was performed with no clear visible damage to the electrode. Rhythmcare discussed further troubleshooting steps to be considered. This system remains in service. No adverse patient effects were reported.